Event description:
It was reported the pt had the pump and catheter replaced. The pump was replaced prophylactically to avoid in-vivo battery depletion. The catheter was replaced due to an occlusion. The drug in the pump was morphine at a concentration of 14 mg/dl and a dose of 0.672 mg/day. No symptoms were reported. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.